Event description:
Customer reported a motor error alarm during a manual prime. Customer's blood glucose was 139 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated she was able to rewind her insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided

Manufacturer narrative:
A cracked reservoir tube lip, cracked reservoir tube, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump passed the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. No motor error alarms were noted and the motor tested okay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.